Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). The analysis results found that the device was received in good visual condition. Upon cycling the device, it was noted to be empty and the lockout had been fired through. Please note the device contains a lockout feature that is designed to increase the required force it takes to close the trigger once the last clip has been fired; this reduces the possibility of empty jaws being closed on a structure. In addition, if the trigger is forced closed once the lockout has been engaged, the jaws may remain in the closed position. Please note that this condition is unrelated with the event reported. Four scissored clips inside a sample bag were received; the jaws were inspected and they were noted to be in good condition. It could not be determined what may have caused these malformed clips. No incident related to the reported event was observed during the batch record review.

Event description:
It was reported that during a laparoscopic hernia repair procedure, the device was used and the clips did not form correctly. Another device was used to complete the procedure. There were no adverse consequences for the patient.